Event description:
It was reported that when opening the pouch of the 014 ht turntrac flex 190 guide wire (gw), a hair was noted to be on the dispenser hoop while the device was still in the bag. Therefore, the gw was not used in the procedure. There was no patient involvement and no clinically significant delay reported in the procedure. Another turntrac gw was used in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
Subsequent to the initial report being filed, return device analysis found the guide wire was returned with blood on distal solder ball and in the coils. There was contrast on the device. There were traces of fluids in the dispenser coil hoop. There was no adverse patient effect reported. No additional information was provided.

Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported contamination was confirmed. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation was unable to determine a conclusive cause for the reported contamination. It was reported that a hair-like material was observed on the dispenser hoop after unpacking. Analysis of the returned device confirmed the hair-like material. In this case, the wire was returned with the sterile packaging opened. Additionally, the wire was returned with blood and damage on the coils, indicating the wire was subject to manipulation. In this case, it is possible that the contamination was introduced during handling of the wire; however, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design, or labeling.